Event description:
It was reported when using the pyxis medstation es system tower door failed. The nurse was unable to pull the medication because the tower door clicked and wouldn't open, which caused a delay in accessing the medication for the patients. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the micro switches required replacement. A field service engineer replaced the micro switches to resolve. The user successfully accessed the inventory for the door without the need for double-clicking. The system functioned as intended after the field service engineer troubleshooted the device.